Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a pulmonary vein isolation ablation procedure, a blood clot formed on the catheter. The physician was performing point ablation at 45w on the left atrial septum and low ridge. The baseline contact force was 10 grams and impedance averaged around 105-110 ohms prior to each ablation lesion, and 90-100 ohms during ablation. During ablation session 64-68, which correlate to automarks 92-97, the impedance rose to 120-125 ohms. Ablation was stopped and the catheter was removed from the patient. A blood clot was found under the tip electrode, which was wiped with a cloth and removed. The catheter was reinserted into to the left atrium and normal impedance was observed for the remainder of the case. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. One image was also submitted for evaluation to product performance engineering. The image submitted with the returned device shows a blood clot; however, no anomalies were noted during testing. Electrodes 1-4 and both thermocouples met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and flow rate testing. A simulated ablation test was conducted with no anomalies noted. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.